Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection with sepsis. No additional adverse effects were reported. This rv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)